Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed a battery indicator. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable to provide follow-up when attempted by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2015. It is unknown what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the issue, however stated that on (B)(6) 2015 at an unknown time, she received treatment in an emergency room (ER), but could not specify what treatment was received at the time of troubleshooting the cca noted that there was no apparent misuse of the meter and the meter did not require new batteries. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention from a healthcare professional as a result of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.